Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to a cut in the cable of the stylus with shielding visible and the stylus would not function correctly. It was also noted that the printer does not work. The cord bay and keyboard latches were broken. The upper and lower handle was cracked. The bezel was cracked in the lower right and left side. Errors were identified in the software history log. The programmer was decommissioned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer printer was not working. The programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.